Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer began to program a bolus but noticed that the number of units was unexpected. Tandem technical support (cts) confirmed that the "carbohydrate" feature (option to enter grams of carbs instead of units of insulin) was not turned on; however, customer was accustomed to entering in grams of carbohydrates. Blood glucose was 230 mg/dl. Cts walked the customer through turning the carbohydrate option on successfully. The customer did not administer the bolus with the unintended unit value.